Manufacturer narrative:
Lot number, UDI in section, expiration date and h4: manufacture date are unknown. No information has been provided to date. Device is exempt. Device evaluation: one photo and one sample device was received for investigation. The photo provided shows a circuit device, but no damage or anomalies could be observed in the photograph. The sample device was visually inspected and functionally tested, but the reported leakage issue could not be observed or reproduced, and the device passed all testing and inspection. As no lot number was reported no review of manufacturing device history records was conducted. Based on the available information, the investigation could not confirm the reported issue or attribute a root cause. No actions have been taken at this time.

Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. No patient injury reported.